Event description:
On (B)(6) 2012, the reporter contacted animas and stated when she reviewed the bolus history; the pump recorded a 0.0 unit bolus which the patient did not deliver. The reporter confirmed that the keypad buttons are functioning properly. Customer support (cs) advised the reporter to keep the keypad locked and have the patient go on a back-up plan until she receives the replacement pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the reporter stating a bolus was given without user intervention and was noted in the pump history.

Manufacturer narrative:
(B)(4): no defect found, unable duplicate the complaint during investigation. The pump was exercised for 24 hours with no issues. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The meter was not returned with the pump: the pump was paired successfully with a test meter and a 10 unit bolus was performed successfully using and was accurately recorded in the pump history.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.